Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module after receiving instrument error code 3062 residual liquid detected in cuvette. The error messages occurred multiple times when samples were running. The following data was provided: sid (B)(6), initial sodium result = 116 mmol/l, repeat = 138 mmol/l. The discrepant result was reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a clog in the alnty ci external waste pump fittings. The fsr cleared the clog which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues associated with discrepant/erratic patient results for (B)(6). A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci external waste pump fittings did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alnty ci external waste pump fittings was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module after receiving instrument error code 3062 residual liquid detected in cuvette. The error messages occurred multiple times when samples were running. The following data was provided: sid (B)(6) initial sodium result = 116 mmol/l, repeat = 138 mmol/l. The discrepant result was reported out of the laboratory. No impact to patient management was reported.